Event description:
It was reported that the patient experienced an overdose after implant. The reporter states that he was in the emergency room (ER) and when he woke up, he was blind and since then his sight had not been the same. It was noted that he was on 1800 mcg of baclofen and they lowered it to 1700 mcg when he had these symptoms, but now was only on 700 mcg/day. It was later reported that the event was caused by drug effects and a failure to aspirate the catheter. It was noted that the event was not due to programming. It was indicated that there was a possible reaction to nonionic contrast dye and that the patient developed posterior reversible encephalopathy syndrome (pres). Additional information stated that the blindness was caused by the underlying condition (pres) and that the patient was not "all there" either. It was indicated that it was impossible for the patient to have had an overdose because the health care provider (hcp) lowered the patient's dose from what it previously was during pump placement. It was reported that the patients symptoms was not pump related and they also denied under-dose. It was noted that the patient regained his sight and they were going to add morphine to his pump in the near future, however the patient was doing well. It was indicated that therapy was effective and that he was receiving adequate relief from spasticity. The drug delivered via pump was baclofen 2000mcg/ml with a dose of 700mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0039992r, implanted: (B)(6) 2001, product type catheter; product ID 863740, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type pump. (B)(4).